Manufacturer narrative:
Updated b5-describe event or problem, and b7-other relevant history.

Event description:
Acurate ide clinical study it was reported that vessel dissection occurred. In (B)(6) 2019, the subject was randomized into acurate ide study and the index procedure was performed on the following day. Prior to the index procedure, heparin or other anticoagulant was given. The subject was not on a prior regimen of aspirin and antiplatelet other than aspirin at the time of index procedure. The subject received loading doses of 81 mg of aspirin. Two isleeve introducers was inserted, however, both the introducers had severe kinking and failed due to high degree tortuosity. The isleeve introducer was exchanged for lotus introducer and was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a large acurate neo2 aortic valve system. Post dilatation was not performed. There was correct positioning of a single size large prosthetic heart valve into the proper anatomical location. Post procedure/discharge transthoracic echocardiogram performed on the same day, revealed aortic valve area of 1.9 cm^2. The aortic pressure gradient was 7mmhg. Trace/ trivial regurgitation was noted. Left ventricular ejection fraction measurement was not available for review. On the following day after the procedure, subject was discharged on warfarin. In (B)(6) 2021, the subject visited to hospital with complaint of non-healing right toe ulceration. The subject was hospitalized on same day and was recommended for CT scan for further diagnosis. The CT angiogram demonstrated severe stenosis of his popliteal artery and inconclusive examination of tibial secondary to calcification. The subject was high risk for bypass hence recommended for endovascular revascularization. During the treatment of severe stenosis of popliteal artery, initially dilatation was performed using the 4 mm sterling balloon, however there was mild dissection noted. Then 5 mm ranger balloon was used to angioplasty the segment and the subsequent angiograms demonstrated ongoing dissection, which was at least of mild to moderate hemodynamic significance. The dissected vessel was treated with 5x16 mm supera stent. Subsequent angiogram revealed good result with good flow through popliteal into both anterior and peroneal vessels. On the following day, the subject was discharged on warfarin and other anticoagulant. In (B)(6) 2021, 616 days post index procedure, subject presented with nonhealing right toe ulceration. On the same day, CT angiogram demonstrated 75% focal stenosis of the mid popliteal artery on the right, 50% stenosis of the proximal right sfa, wall calcification of the runoff vessels limited assessment for stenosis and patency, bilateral peroneal arteries were likely patent at the ankle and bilateral dorsalis pedis arteries appeared patent. In (B)(6) 2021, chest x-ray was performed which showed low lung volumes and scarring in the left lung base, chronic scarring and interlobular septal thickening with fibrotic changes in the middle lung, previous valvular replacement and overall, no acute findings noted. One day later, subject had a virtual preoperative anesthesiology consultation for the right popliteal artery angioplasty. Per anesthesiology, subject was a terrible surgical candidate in light of cardiac and respiratory comorbidities, however, was in a difficult position given non-healing ulcers. Hence, percutaneous procedure was a reasonable compromise. Anesthesiologist recommended to administer as minimal anesthesia as possible for the procedure and recommended local and sedation, plus an arterial line, as long as this was sufficient for the procedure. Anesthesiology also warned that with avoidance of general anesthesia, subject was still at high risk of perioperative complications. Five days later, the subject was hospitalized for the scheduled procedure for the critical limb ischemia. Intraoperative angiogram showed mild stenosis in the proximal sfa, severe stenosis of the popliteal artery just at the level of the knee joint, peroneal vessel runoff with reconstitution of the anterior tibial via collaterals including reconstitution of the foot, the dorsalis pedis via collateral, the peroneal. Short stump of the anterior tibial was alized. Initially, a v18 guidewire was advanced, however the guidewire was unable to advance and was switched to a non-bsc guidewire. Right anterior tibial artery was treated with 2.5 x 220 mm sterling balloon from just above the ankle point all the way through the length of the anterior tibial following which some residual stenosis was noted at the anterior tibial. As the balloon was undersized, 3mm balloon was used for the proximal segment of the anterior tibial. Later, popliteal artery was dilated with 4 mm sterling balloon and a reasonable response was noted with mild dissection. 5 mm ranger balloon was used to angioplasty the segment which was left for 3 minutes. Subsequent angiogram demonstrated ongoing dissection with unclear hemodynamic significance and anterior tibial was patent throughout its course all the way to dorsalis pedis in the foot. Small residual stenosis was believed unlikely to get any better with subsequent intervention. Repeat angiogram was performed which again showed ongoing dissection which was mild to moderate hemodynamic significance concerning for sluggish flow through the sfa and popliteal artery, likely secondary to subject's poor baseline cardiac function. Surgeon was concerned about acute occlusion of popliteal if the vessel was dissected. Hence, popliteal artery was treated with deployment of 5 x 16 mm supera stent. Six days later, event was considered to be resolved.

Manufacturer narrative:
H6 - impact code: corrected from serious injury/illness/impairment to additional device required.

Event description:
Acurate ide clinical study. It was reported that vessel dissection occurred. In (B)(6) 2019, the subject was randomized into acurate ide study and the index procedure was performed on the following day. Prior to the index procedure, heparin or other anticoagulant was given. The subject was not on a prior regimen of aspirin and antiplatelet other than aspirin at the time of index procedure. The subject received loading doses of 81 mg of aspirin. Two isleeve introducers was inserted, however, both the introducers had severe kinking and failed due to high degree tortuosity. The isleeve introducer was exchanged for lotus introducer and was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a large acurate neo2 aortic valve system. Post dilatation was not performed. There was correct positioning of a single size large prosthetic heart valve into the proper anatomical location. Post procedure/discharge transthoracic echocardiogram performed on the same day, revealed aortic valve area of 1.9 cm^2. The aortic pressure gradient was 7mmhg. Trace/ trivial regurgitation was noted. Left ventricular ejection fraction measurement was not available for review. On the following day after the procedure, subject was discharged on warfarin. In (B)(6) 2021, the subject visited to hospital with complaint of non-healing right toe ulceration. The subject was hospitalized on same day and was recommended for CT scan for further diagnosis. The CT angiogram demonstrated severe stenosis of his popliteal artery and inconclusive examination of tibial secondary to calcification. The subject was high risk for bypass hence recommended for endovascular revascularization. During the treatment of severe stenosis of popliteal artery, initially dilatation was performed using the 4 mm sterling balloon, however there was mild dissection noted. Then 5 mm ranger balloon was used to angioplasty the segment and the subsequent angiograms demonstrated ongoing dissection, which was at least of mild to moderate hemodynamic significance. The dissected vessel was treated with 5x16 mm supera stent. Subsequent angiogram revealed good result with good flow through popliteal into both anterior and peroneal vessels. On the following day, the subject was discharged on warfarin and other anticoagulant.

Event description:
Acurate ide clinical study. It was reported that vessel dissection occurred. In october 2019, the subject was randomized into acurate ide study and the index procedure was performed on the following day. Prior to the index procedure, (B)(6) or other anticoagulant was given. The subject was not on a prior regimen of (B)(6) and antiplatelet other than aspirin at the time of index procedure. The subject received loading doses of 81 mg of (B)(6). Two isleeve introducers was inserted, however, both the introducers had severe kinking and failed due to high degree tortuosity. The isleeve introducer was exchanged for lotus introducer and was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a large acurate neo2 aortic valve system. Post dilatation was not performed. There was correct positioning of a single size large prosthetic heart valve into the proper anatomical location. Post procedure/discharge transthoracic echocardiogram performed on the same day, revealed aortic valve area of 1.9 cm2. The aortic pressure gradient was 7mmhg. Trace/ trivial regurgitation was noted. Left ventricular ejection fraction measurement was not available for review. On the following day after the procedure, subject was discharged on warfarin. In august 2021, the subject visited to hospital with complaint of non-healing right toe ulceration. The subject was hospitalized on same day and was recommended for CT scan for further diagnosis. The CT angiogram demonstrated severe stenosis of his popliteal artery and inconclusive examination of tibial secondary to calcification. The subject was high risk for bypass hence recommended for endovascular revascularization. During the treatment of severe stenosis of popliteal artery, initially dilatation was performed using the 4 mm sterling balloon, however there was mild dissection noted. Then 5 mm ranger balloon was used to angioplasty the segment and the subsequent angiograms demonstrated ongoing dissection, which was at least of mild to moderate hemodynamic significance. The dissected vessel was treated with 5x16 mm supera stent. Subsequent angiogram revealed good result with good flow through popliteal into both anterior and peroneal vessels. On the following day, the subject was discharged on warfarin and other anticoagulant.